Event description:
The screw fractured during surgery leaving a foreign body. The surgeon then pre-drilled another hole, inserted a different ti-screw & completed the surgery without further complication.